Event description:
It was reported that an ilet user experienced, sustained hyperglycemia for several hours following a regular announced meal while using a continuous dosing configuration, with a fingerstick glucose of 430 mg/dl and concurrent pump display of 318 mg/dl. And that similar episodes had occurred over the prior several days; the user changed the infusion site due to suspected scar tissue and observed insulin drops despite using new supplies and confirming the needle guard was removed, after which glucose was trending downward during the call. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and improvement in glucose after site change. Investigation included troubleshooting education, site change, confirmation of proper infusion setup, and monitoring of glucose trend. Investigation of this case revealed a hyperglycemic event with unclear etiology, with possible infusion set or site absorption issues considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.